Event description:
It was reported that during procedure, the tip of the fiber broke. It was noted that 63,635 joules was used when the fiber tip broke. The procedure was completed with another of the same fiber. There was no report of patient complications.